Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2022 due to dislocation. Approximately 15 days after the first surgery. The surgeon explanted 1 glenoid baseplate (24), 1 centered glenosphere (40), 1 humeral cup (40/9), 1 standard screw (40) and 2 locking screw (20 and 40). The surgeon implanted 1 cemented glenoid baseplate (24), 1 centered glenosphere (40), 1 humeral cup (40/6), 2 standars screw (20 and 35), 1 central screw (14) and 2 locking screw (30 and 40).